Event description:
It was reported during a da vinci-assisted surgical procedure, the bipolar tip moved non-intuitively. The site removed and re-installed the instrument however, the issue remained. The site used a back-up instrument to continue the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was driven on an in-house system and passed the recognition and engagement tests. However, the instrument did not move intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. The grip tips opened and closed properly, but the yaw and pitch motion seem to be opposite of the mtm commands. The instrument's roll gear was found to be misaligned, which is the cause of the observed non-intuitive motion.